Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for non-malignant pain and lumbar radiculopathy. It was reported by the caller that per the patient the device had stopped working right after it was put in. It was noted that the patient needed an MRI. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.